Event description:
During drainage the home pt realized that the transfer set was broken in two parts because a piece of the line fell down. Transfer set was changed. This pt had been previously diagnosed with peritonis as reported in the medwatch MFR report #1423500-2005-01099.